Event description:
It was reported that the buttons on the insulin pump were unresponsive. Troubleshooting was performed, but the insulin pump could not be returned to normal operation. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.